Event description:
It was reported the rv high voltage lead impedances were out of range at greater than 200 ohms. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fracture (overstress); full lead returned in segments and analyzed.